Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-transvaginal mesh augmented prolapse repair. The patient experienced a sensation of incomplete bowel emptying, stress urinary incontinence as well as obstructive defecatory symptoms. An anorectal digital examination confirmed the presence of synthetic material suggestive to polypropylene mesh. The patient was referred to a colorectal surgeon and gastroenterologist for further investigations.